Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d2a, h6.

Event description:
Patient reported left side rupture. Healthcare professional later reported left side rupture, and deformation. Device has been explanted.

Event description:
Patient reported left side rupture. Device status unknown, assumed to remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side rupture, and deformation. Device has been explanted.